Manufacturer narrative:
Date of event estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. The devices were not returned for evaluation. A review of the lot history records could not be conducted because the part and lot numbers were not provided. Reportedly, trek devices were used in chronic total occlusion (cto) lesions. It should be noted that the nc trek otw coronary dilatation catheter instructions for use states: the nc trek otw coronary dilatation catheter is indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion. Balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction. Balloon dilatation of a stent after implantation (balloon models 2.00 mm ¿ 5.00 mm only) it is undetermined if the deviation of the instructions for use caused/contributed to the reported difficulties. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. Attached report: (B)(4), post-market clinical follow-up evaluation report coronary dilatation catheters. The additional patient effects listed in the report are captured under separate medwatch reports.

Event description:
It was reported through the pmcf (post-market clinical follow-up) report, that the abbott nc trek otw coronary dilatation catheters (cdcs) that were used may be related to vessel dissection, arrhythmias, perforation, myocardial infarction. The report also found performance issues with the cdcs such as issues with delivery, inflation, deflation, and withdrawal. The cdcs were also used in chronic total occlusion (cto) lesions, but some of these do not have cto in their indication for use.